Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03103, 1627487-2023-03105. It was reported the patient experienced lead migration and an inoperable ipg due to not recharging the ipg as recommended. As such, the ipg became inoperable. Surgical intervention took place wherein the ipg and leads were explanted and replaced. Effective therapy was restored.